Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in low voltage shock impedance (lvsi) from 81 ohms to 91 ohms to current measurements between 110 ohms and 120 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. The patient will continue to be followed. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in low voltage shock impedance (lvsi) from 81 ohms to 91 ohms to current measurements between 110 ohms and 120 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. The patient will continue to be followed. The lead remains in service and no adverse patient effects were reported.